Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that an out of range pacing impedance measurement was observed through the remote monitoring system on the new pace/sense right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the available information and indicated the out of range measurement was likely external interference with the daily measurement. Additionally, noise and loss of capture were observed on the rv lead. The noise could not be reproduced. As a result, the decision was made to explant the entire system. During the revision procedure, the rv lead was testing through the pacing system analyzer and high out of range impedance measurements were observed. Once the rv lead was explanted, visible conductor damage was observed. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.